Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer reporting a dim display on the v60 ventilator. The system was not in clinical use; there was no reported harm. Investigation is ongoing.

Manufacturer narrative:
Updated codes and additional information: the customer biomed engineer reported the dim display did not impact operations and will not be repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This issue will be tracked and trended.